Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular prosthesis implant procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access. A stiff guidewire was advanced into the patient ascending aorta. During guidewire manipulations the physician noticed a difference in the tactile feel of the guidewire. As the physician was removing the catheter over the guidewire the physician noticed that about 10cm of the catheter tip was missing. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.